Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the tip of the driver is slightly rounded out but the tool remains functional. The reported event was confirmed to be caused by a mechanical failure mode due to wear of the driver tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 clamp driver shipped to site 02/17/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a suretrakdriver that was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.